Event description:
Hold vmthe reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -2.5/2/118 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports there is excessive vaulting. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h1- disregard initial MDR as it was reported in error and n/a. Claim# (B)(4).